Event description:
It was reported that during a routine device changeout, the atrial lead exhibited an insulation anomaly. The lead was repaired with the silicone repair kit and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.